Event description:
On (B)(6) 2010, a spontaneous report by a (B)(6) and a nurse was rec'd from a company rep regarding a (B)(6) female who rec'd an injection of restylane-l ((B)(4)). Medical history included borderline hypertension; allergy/sensitivity to codeine; abdominoplasty on an unk date; breast augmentation on an unspecified date in 1989; bilateral upper blepharoplasty and endoscopic brow lift on (B)(6) 2010 and previous injection of restylane-l from a 1 cc syringe (unk amount implanted into each area; lot number and expiration date were 10469 and july-2011, respectively). On (B)(6) 2010 to the bilateral nasolabial folds and marionette lines using an unk injection technique. Pre-procedure medication included triple anesthetic cream (benzocaine, lidocaine and tetracaine) topically and no add'l procedures were performed at the time of implantation. The pt's skin type was not reported. Concomitant medications included maxide (triamterene and hydrochlorothiazide) 25 mg once daily, prilosec (omeprazole) 20 mg once daily and arnica (homeopathic, dose unk; pt was taking at the time of the (B)(6) 2010 injection, but unk if she was still taking at the time of the (B)(6) 2010 injection). The pt rec'd a "touch up (wanted more volume)" injection of restylane-l from a 1 cc syringe (unk amount implanted in each area) on (B)(6) 2010 to the bilateral nasolabial folds and marionette lines. Pre-procedure medication included triple anesthetic cream (benzocaine, lidocaine and tetracaine) topically. No add'l procedures were performed at the time of implantation. On an unspecified date in (B)(6) 2010, after the implantation, the pt developed a lump on her right cheek that was red, swollen, firm and tender to the touch. On (B)(6) 2010, the pt called the injecting physician's office to report her symptoms and was instructed to come into the office. On (B)(6) 2010, the pt was medically evaluated by the injecting physician and was prescribed keflex (cephalexin) 750 mg twice daily (bid) and advised to rest, use warm compresses and not exercise. The injecting physician called the pt later that night and advised the pt to keep warm compresses on the area all night and to keep her head elevated. The pt told the injecting physician that she thought her symptoms were worse so the injecting physician decided to make a house call to see the pt. Upon examination, the redness and lump were more defined. The injecting physician's note indicated, "looks like from nasolabial (nl) injection, not extending to eye, loss of pores right over nl fold; if it worsens or travels to the eye - go to emergency room (ER)." On (B)(6) 2010, the injecting physician called the pt who indicated the area was not worse, but no better and was more defined. On (B)(6) 2010, the injecting physician examined the pt and noted no real change, but felt the area may be softening. The injecting physician changed the antibiotic from kelflex to cleocin (clindamycin) 300 mg 1 capsule every 8 hrs for 7 days. On (B)(6) 2010, the pt returned to the injecting physician's office and the injecting physician tried to drain the area, however, nothing was returned on the drainage attempt. A culture was done which showed from the gram stain a few white blood cells (wbc), no organisms seen, few (B)(4), few streptococcus and occasional acinetobacter baumannii. The pt was to continue on cleocin and warm compresses. On (B)(6) 2010, the injecting physician called the pt two times and the pt reported not much change to the area and a little red line to an unspecified site. The injecting physician went to examine the pt and discovered the red line was an indentation from the pt's glasses. The pt's cheek was a little swollen, firm and indurated. The pt also had some dryness and flaking, but no worsening. On (B)(6) 2010, the pt called the injecting physician to report the area was dry and peeling, but looked better and had calmed down. On (B)(6) 2010, the area was red and swollen again after being better. The pt returned to the injecting physician's office and the area was noted to be hard and firm. The injected physician prepared the area with betadine (povidone-iodine) and administered a dental block. A small amount of pus was present after incision and the wound was packed with gauze and steri-strips were applied. The pt's antibiotic was changed from cleocin to cipro (ciprofloxacin) 500 mg twice daily (bid) for 5 days. On (B)(6) 2010, a computed tomography (CT) scan of the face was performed which showed induration of the tissue, wick with small air bubble and nothing to aspirate. The wick was subsequently removed. The area was draining serous bloody drainage and was markedly tender, firm and swollen. The injecting physician consulted with a peer who suggested the use of wydase (hyaluronidase) to break-up the restylane-l. On (B)(6) 2010, "just under 75 cc" of wydase (diluted) and 1 cc of unspecified local anesthetic was injected into the area. The wound was repacked and warm soaks and the antibiotic were continued. On (B)(6) 2010, the pt was evaluated and looked a little better. The packing was removed and the incision had healed. The injecting physician consulted with an "infectious disease peer" and prescribed cleocin again for 5 more days. It was unk if cipro was continued at this time. On (B)(6) 2010, the pt returned to the clinic and the swelling and infection were almost resolved. There was a small amount of induration present and the pt was "troubled by the cosmetic look of the incision." On (B)(6) 2010, the pt returned to the injecting physician, as the lump had returned in the same area as previously. The pt was prescribed cleocin 300 mg three times daily (tid) for 7 days and warm soaks. The pt did some research and went to her family physician on (B)(6) 2010 and had a test performed for (B)(4), which was negative. On (B)(6) 2010, the pt returned to the injecting physician and the area was noted to be a little red and swollen, so more wydase was injected. On (B)(6) 2010, the injecting physician's clinic called the pt who reported the area was smaller, but still palpable. The pt was instructed to leave the area alone. The pt was discouraged and reported she had removed herself from the antibiotic on an unspecified date in (B)(6) 2010 (reported as "after a few days"). On (B)(6) 2010, the injecting physician called the pt who reported all of the redness was gone, but a pea-sized lump remained. On (B)(6) 2010, the injecting physician reported the diagnosis for the pt's reported events was cellulitis. The injecting physician spoke with the pt on an unspecified date in (B)(6) 2010 (reported as "(B)(6)" from the date of the report) and everything was fine. The pt still had a little lump that was palpable, but the injecting physician felt it was most likely scar tissue from the incision and drainage procedure. No add'l treatment had been done or needed. The injecting physician felt that restylane-l did not cause the cellulitis, but rather it was due to "bacteria in the skin that got translocated." The injecting physician assessed the severity of the events as moderate to severe. The lot number and expiration date were 10469 and jul-2011, respectively.

Manufacturer narrative:
.